Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site had defective instruments. There was no patient involvement. Additional information was received. On the grey tracker, one of the retaining bolts broken off and on the green tracker, one of the pins was missing. Additional information was received. It was reported that the likely cause was wear and tear and sterilization.

Manufacturer narrative:
Product analysis #(B)(4):2024-06-05 13:36:27 cdt webmremotews sfdcmnav product analysis task update tested by date: 2024-06-05 findings and conclusions: the returned tracker is very worn with many nicks and scratches. As reported, the post for marker #2 is missing. Otherwise, with the remaining markers in place, the tracker displays a good geometry error with normal tracking. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.